Event description:
On (B)(6) 2021, the patient received the following results within 15 minutes: 465 mg/dl and 129 mg/dl. On (B)(6) 2021, the patient received the following results within 15 minutes: 288 mg/dl and 123 mg/dl.